Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. Section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(6), ubd: 14-oct-2026, UDI#: (B)(4). Other medical products in use during the event include: product ID: evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves. Product ID: d-evolutfx-2329 ((B)(6)); product type: 0195-heart valves; non-implantable device. Product ID: l-evolutfx-2329 ((B)(6)); product type: 0195-heart valves; non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve replacement, the first 26mm evolutfx valve was inserted into the patient and deployment was attempted to 80%; however, an infold in the valve frame was observed due to calcium. It was noted that the valve looked small as the annular measurement was between 26mm and 29mm valve sizes. Subsequently, the valve was withdrawn, and a new 29mm valve was loaded and successfully implanted. It was noted that the patient's aorta was horizontal. As the implanting physicians pulled the nose cone of the delivery catheter system (dcs) back, the back end interacted with one of the tabs on the valve and dislodged the valve. The dislodged valve was pulled back using a snare and left in the ascending aorta, and new 29mm valve was loaded. Due to the horizontal nature of the aorta, the valve was not able to sit coaxial enough to release the valve in the correct position. After numerous recaptures and redeployments, the valve and dcs were withdrawn from the patient. The procedure was converted to a non-medtronic device as the flexible catheter meant a coaxial position could be achieved, and the non-medtronic valve was successfully implanted.

Event description:
Additional information was received that during the valve procedure, the right transfemoral artery was used for the access site. No pre-implant balloon dilatation was performed. A non-medtronic guidewire was used. The valve was implanted into the native annulus using cusp-overlap technique (cot) and slow deployment of the valve. Prior to withdrawing the delivery catheter system (dcs) nose cone was centered within the frame inflow by slightly retracting the guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.